Event description:
It was reported by service report that the scale was not working; it was off about 5lbs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell cable.